Manufacturer narrative:
(B)(4). The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported during a replacement procedure, the surgeon was unable to insert the extension into the anterior hole on the stimulator connector block. The posterior accepted the same extension without a problem. The stimulator was replaced. There was no pt injury and the pt recovered without sequela.